Event description:
It was reported that the ilet pump exhibited a recurring unresponsive touchscreen and persistent ¿restart 65¿ alerts, with concerns about battery holding power; the device component implicated was the touchscreen, and the user¿s blood glucose at the time of contact was 180 mg/dl. Symptoms included elevated blood glucose. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a software problem associated with an unresponsive input interface, with the touchscreen identified as the affected component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.